Event description:
White plastic collar ring detached from the distal end of pk forceps. Surgeon was able to retrieve collar form patient. Device returned for reporting to the manufacturer and medwatch.======================manufacturer response for forceps,cutting, electrosurgical, pks(per site reporter).======================manufacturer will provide rga to have device returned for evaluation.